Event description:
The customer reported that while lasering and rotating the surgical fiber's sheath, the fiber tip/cap would not respond to the sheath's rotation/would not rotate. The issue occurred at 123,611 joules of usage during a prostate procedure. The case was completed using a second fiber without further issue. There was no report of injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report that the tip of the side-firing surgical fiber would not rotate during the procedure, is not considered reportable issues. Upon analysis of the returned fiber, the fiber was found thermal damage to the cap glue bond, resulting in the fiber becoming loose within the cap and loss of rotational control. Additionally, a circumferential fracture of the glass cap was found, proximal to the fiber/cap fusion zone. The fiber condition would likely result in activation of the system fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.